Event description:
Approximately two years, ten months and one week post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. The battery was replaced and is being returned to heartware for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. Review and analysis of the controller log files revealed that the reported battery was not in use on or around the time of the reported event. There were no recorded events or alarms in the log files that indicate power switching occurred; the reported event was not confirmed. The root cause of the poor connection could not be conclusively determined as neither the device or controller log files indicate the occurrence of power switching or potential for a power switching event. Controller logs do however indicate that the most likely root cause of the reported power switching is possibly due to a faulty cell in one of the batteries in use at the time of the event. The absence of critical battery alarms at the time of the event, which is an issue that indicates a communication issue between the battery and controller instead of a battery malfunction, supports this reasoning. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. The pump remains implanted and will not be returned. The battery was received by the manufacturer on (B)(4) 2015. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Device remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is going to be returned to the manufacturer for evaluation. Product remains implanted.